Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. On (B)(6) 2012 cook surgisis was implanted it is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Reason for the surgery was pelvic organ prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems and bleeding. The patient underwent removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent abdominal sacral colpopexy, posterior colporrhaphy, perineorrhaphy, bso, and cystoscopy due to vault prolapse after hysterectomy, stage ii rectocele, cystocele and pop. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems and bleeding. It was reported that patient underwent removal on (B)(6) 2012. No additional information was provided. It was also reported that patient underwent a gynecological procedure anterior repair and mesh was implanted on (B)(6) 2005. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided .

Manufacturer narrative:
It was reported that the patient underwent removal of vaginal mesh on (B)(6) 2012 by (B)(6), md it was reported that the patient underwent transabdominal excision of vaginal sacrocolpopexy and transvaginal excision of mid urethral sling on (B)(6) 2014 by (B)(6), md